Event description:
It was reported that a merlin. Net transmission revealed that the right atrial lead exhibited noise which caused auto mode switch episodes. The patient would be monitored with routine follow up. No patient symptoms were reported.

Event description:
New information states that the atrial lead continued to exhibit noise after reprogramming.

Manufacturer narrative:
(B)(4).